Event description:
The patient presented with diffuse sfa disease. Two gore viabahn endoprosthesis were implanted. The first viabahn (paj051502) was successfully deployed. The second viabahn (paj062502) was inserted to the target region overlapping approximately 8cm into the first implanted device. The endoprosthesis deployed successfully. It was reported to gore that when removal of the delivery system was attempted, tension was felt after a short distance. When the device was removed it was observed that the distal tip of the delivery catheter was missing. No evidence of the tip was found inside the introducer sheath. The decision was made not to do a reintervention procedure due to the condition of the patient.

Manufacturer narrative:
Results: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Imaging evaluation stated following: pre-implantation imaging appears to show a lesion within the mid to distal sfa. The next available series a marker like density appears within the mid sfa. On the next available series marker like density is again visible within the mid sfa. The device #1 deployed and balloon inflation was performed. A marker like density is again visible mid sfa after device #2 is deployed. The subtracted run shows a marker like density that appears to be mobile within the mid sfa. Marker appears white at the beginning of the series and changes to black at the end of the series. The marker like density also appears more distal within the sfa at the end of the series. There is distal runoff post-deployment. Engineering evaluation is currently in process.